Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: a review of the pump black box data revealed multiple cs 127 call service alarms for illegal battery usage. During testing, the pump powered on with the returned battery cap and was exercised for 24 hours with no duplicated alarms or power interruptions. The pump case was removed and no evidence of moisture ingress or loose components was found. The reference voltage of the pump measured within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.